Event description:
Date of event is unknown. It was reported that at an unspecified time, before using the product in a patient, a blood tubing set splitting was noticed. No additional information was provided.

Manufacturer narrative:
Investigation of the returned blood administration set revealed leaking at the junction of the pvc tubing and the top of the drip chamber with confirms the reported splitting product issue.